Event description:
The reporter stated that she did a meter to lab comparison test on a patient. The test was done within 10 minutes, with results of 477 vs 366 mg/dl, meter to lab, respectively. The patient did not have any symptoms. The reporter stated that her patient is a newly diagnosed diabetic. No further information was provided.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8